Event description:
Description from the customer: "the hcu40 showed plausibility error and machine just couldn't cool down or warm up the temperature. Perfusionist tried to emptied tubings and primed the unit again but no success. User ended replacing the unit." (B)(4).

Manufacturer narrative:
Description of the plausibility warning: a plausibility error is just a warning not an error. If an plausibility warning occurred on the device, the user still have normal function on the hcu40. Plausibility error disappears if device tolerance is correctly after a while. A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.